Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the inability to charge is the shorted q1 transistor. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.